Event description:
It was reported to boston scientific corporation that during a colon biopsy procedure, using a radial jaw 3 biopsy forceps device, the jaws would open and close fine but would not excise tissue (unable to get a 'bite'). The case was completed with another of the same device, the patient is fine. The device was returned for investigation, during which an unknown/unreported condition was revealed; the needle was bent and extended tangentially from the head of the device.

Manufacturer narrative:
DHR review performed and no deviation was found. Labeling review performed and no anomaly was found. Complaint not confirmed, the unit retuned presented with a bent needle, however, this condition did not affect the products performance in this case. The unit was functionally tested and was able to open and close properly, within specification. Bite test was performed and the unit passed; sample size according to jaws size. After product analysis and functional test, it was concluded that the bent needle did not affect the product performance or bite properties.